Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified no additional complaints for the liner. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient was implanted with zimmer biomet devices. Subsequently, the patient was revised two years post implantation due to dislocation. The head and liner were exchanged.

Manufacturer narrative:
(B)(4). D10: 00801803201 femoral head sterile product do not resterilize 12/14 taper 62561459. 00875201236 continuum longevity elevated liner, kk 36 x 56 63134822. 00801803602 12/14 cocr femoral head 36mm +0 63410130. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00193. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.